Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be good physical condition. Upon power up of the device, it underwent infusion testing; error 1871 was duplicated during infusion test confirming the reported complaint. The source of the error is due to a faulty motor. The motor was then replaced. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was presenting with error 1871 during testing of the device. There were no adverse events reported.